Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The customer's report was duplicated and attribtted to corrupt software installation. The language and audio files corrrupted. The device and language software was re-installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.